Event description:
While surgeon was using the harmonic ace shears, the jaw of the device broke open. Another "like" device was utilized for the remainder of the case without incident. Reason for use: laparoscopic sleeve gastrectomy.